Manufacturer narrative:
The review of the quality documents confirmed a regular device manufacturing. Review of the patient files showed during the first follow-up, on 22 september 2022, ventricular lead impedance was within the correct range, but with a slight decreasing trend. During the recorded episodes, the r waves detected were occasionally lower amplitude compared to normal ones. The latest follow-up dated 19 october 2023, revealed an increase of ventricular pacing threshold compared to the previous follow-up. It was noted that low and spread r-waves were sensed in bipolar configuration, accompanied by low and unstable impedance measurements in unipolar configuration. The recorded episodes showed non-physiological ventricular deflections and intermittent low contraction amplitudes after ventricular stimulation. As reported, during the last follow-up performed, no egm was displayed while testing the ventricular capture threshold, and low or no sensing was noted in the bipolar configuration. Observations from the recorded data and strips stored in the pacemaker memory and during the follow-up dated 19 october 2023, is suggestive of a damage of the outer lead insulation combined with intermittent lead fracture (intermittent contact within anodal and cathodal wires). The insulation between both wires could have been affected and is no longer intact. Given the implant duration of the lead, such issue(s) may result from subclavian crush, a too strong fixation of the suture sleeve or lead fixation without suture sleeve. However, since the lead is still implanted the root cause could not be confirmed.

Event description:
Reportedly, the ventricular impedance in bipolar is <200 ohms. There is no egm during the ventricular pacing threshold test in bipolar, the sensing is very low or no sensing in bipolar. The device functions normally in unipolar.

Manufacturer narrative:
The review of the quality documents confirmed a regular device manufacturing. Review of the patient files showed during the first follow-up, on 22 september 2022, ventricular lead impedance was within the correct range, but with a slight decreasing trend. During the recorded episodes, the r waves detected were occasionally lower amplitude compared to normal ones. The latest follow-up dated (B)(6) 2023, revealed an increase of ventricular pacing threshold compared to the previous follow-up. It was noted that low and spread r-waves were sensed in bipolar configuration, accompanied by low and unstable impedance measurements in unipolar configuration. The recorded episodes showed non-physiological ventricular deflections and intermittent low contraction amplitudes after ventricular stimulation. As reported, during the last follow-up performed, no egm was displayed while testing the ventricular capture threshold, and low or no sensing was noted in the bipolar configuration. Observations from the recorded data and strips stored in the pacemaker memory and during the follow-up dated 19 october 2023, is suggestive of a damage of the outer lead insulation combined with intermittent lead fracture (intermittent contact within anodal and cathodal wires). The insulation between both wires could have been affected and is no longer intact. Given the implant duration of the lead, such issue(s) may result from subclavian crush, a too strong fixation of the suture sleeve or lead fixation without suture sleeve. However, since the lead is still implanted the root cause could not be confirmed.

Event description:
Reportedly, the ventricular impedance in bipolar is <200 ohms. There is no egm during the ventricular pacing threshold test in bipolar, the sensing is very low or no sensing in bipolar. The device functions normally in unipolar.